Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator was observed to have a burning smell and was not functioning. A boston scientific company representative discussed with the patient advocate and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.

Event description:
It was reported that the communicator was observed to have a burning smell and was not functioning. A boston scientific company representative discussed with the patient advocate and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from product investigation indicates that the communicator allegation was not confirmed. Analysis found no evidence of device anomaly, malfunction or damage outside the bounds of normal medical use. If information is provided in the future, a supplemental report will be issued.